Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored. All the operating currents tested within specification range. No blank display noted. The device passed the self test. No error alarms noted. No unexpected device reset noted during testing. The unit passed the error alarm test. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners noted during visual inspection. No damage on the electronic assembly noted during visual inspection.

Event description:
The customer reported that the insulin pump had a blank display, seemed to reboot itself, and then worked as normal. However, the next day the customer's blood glucose meter stopped communicating with the insulin pump. The customer stated that he had a high blood glucose of 550 mg/dl and a low of 90 mg/dl that day. The high blood glucose was treated with the insulin pump. The insulin pump was stated not to have been exposed to moisture. The contacts on the battery cap were neither missing nor damaged. The battery compartment and spring were neither damaged nor corroded. A battery change was performed and the display returned. A self-test was performed and passed. The drive support cap on the insulin pump appeared normal. A normal bolus was programmed into the air and was recorded into the bolus history. The customer performed another self-test and received an alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).